Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. The previous right ventricular lead exhibited oversensing noise which inhibited pacing, as the physician had capped and replaced the lead on (B)(6) 2015. The patient was in stable condition.